Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an external driveline repair performed for short to shield. This information was extracted from (B)(4).

Manufacturer narrative:
Additional information: d4, h4. Manufacturer's investigation conclusion: this event was determined to be a duplicate to MFR # 2916596-2018-04433. No further information was provided. The manufacturer is closing the file on this event.